Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating, "failed 3m clean trace 3 times at elevator site" involving video duodenoscope model ed-3490tk/serial (B)(4). No other information was provided at the time of the report. The video duodenoscope was returned to pentax medical for evaluation. Additional information was received from the facility stating the facility "started using the 3m clean trace scope cleaning verification system, which is the swabs that detect levels of atp/bioburden. We test after sink clean, which must pass prior to hld. If a scope fails, the tech rewashes and tests again, then if 2nd fail, someone different cleans the scope and retests. If it fails for a 3rd time, we will be sending it in for inspection of integrity and possible repair." The facility stated endoscopes are cleaned in accordance with pentax instructions for use and duodenoscopes are tested after every use. The pentax medical service inspection findings included the following: primary operation channel resistance. Hole in #1 and #3 remote control button cover. Bending rubber, severe discoloration. Passed dry/wet leak tests. Objective lens scratched. Umbilical cable dent. Elevator body cut and deformed. Light carrying bundle, distal cover glass middle chipped. Insertion tube mild crush at stage 1. Distal cap - fixed type failed seal integrity inspection. The video duodenoscope is currently undergoing repairs.